Event description:
It was reported that a user of the ilet experienced prolonged hyperglycemia around 400 mg/dl for over six hours following an infusion supply change with a 6 mm, 23 inch cannula set, followed by a confirmed hypoglycemic event with a fingerstick blood glucose of 32 mg/dl. The user took oral glucose and glucose was 132 mg/dl at end of call. Symptoms included low and high blood glucose without other reported symptoms. Outcomes included transient impairment requiring self-treatment with oral glucose and return to target range, with no medical intervention or hospitalization. Investigation included user education and troubleshooting. Investigation of this case revealed that the cause of the alternating hyperglycemia and hypoglycemia was unclear. It was concluded that a definitive device-related cause could not be determined.